Manufacturer narrative:
The sterile processing/materials or manager at the user facility further reported the reprocessing technician performed the inspection during the reprocessing according to the instructions for safe use manual. There were no other anomalies noted during the inspection. A leak test is being performed after each use of the scope. The scope was returned to the manufacturer for service due to the reported failed leak test. A visual inspection was performed on the received condition and a portion of the bending section skeleton was found protruding out from the cover. The bending section damage is approximately 70mm from the distal end side. The scope failed the leak test. The bending section cover was removed in order to reveal the extent of the damage. The bending section skeleton was fully separated producing sharp edges near the insertion tube side. The bending section support pins, are still intact and not lifted. In addition, the distal end plastic cover was burned. The image had excessive broken image fibers and the up/down angulations were below specification. The scope was purchased on january 23, 2019 with no prior service records. Based on the evaluation results, the most likley cause of the reported event is attributed to excessive stress applied to the bending section area. To mitigate the potential risk of patient injury, the ¿instructions for safe use¿ provides several warning statements in an effort to prevent equipment damage and patient injury. ¿if any of the following conditions occur during an examination, immediately stop the examination and withdraw the endoscope from the patient. If the up/down angulation control lever does not move. If the angulation control mechanism is not functioning properly. Visually inspect the bending section for no metallic parts protruding from the bending section. Visually inspect the bending section for bends, twist, or other irregularities while the bending section remains straight. Visually inspect the bending section for abnormal bending shape, or other irregularities. Continued use of the endoscope under these conditions.

Event description:
The manufacturer was informed that during reprocessing, the scope failed the leak test. There was no serious injury or death reported.